Manufacturer narrative:
Additional information added to h6 and h10. This MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4) .a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: corrected information added to h3.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -9.05% during testing. There was no patient involvement.

Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. Three separate delivery accuracy tests were performed to further investigate the reported issue. The pump was found to be over delivering to the manufacturing specifications, instead of under delivering. Recommend an expulsor to be trimmed down to bring the delivery accuracy closer to nominal of a range.